Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set had bubbles in line from port #5. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the event was further described as "leaky port #5 that causes air in line and bubbles" and when the valve for port 5 would open, air would be drawn into the valve set". This was observed with two (2) sets. H4: the lot was manufactured february 21-23, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.